Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument had a sharp pin exposed at the base of jaw resulting in a serosal tear of the bowel. The surgeon stated the vse instrument did not cause the serosal injury. She did that inadvertently when trying to sweep the bowel out of the pelvis with the tips of the vse. Several times the vse caught on some tissue where those parts are sticking out. Once pin was noted, instrument was exchanged for a new instrument. There was minimal injury, without bleeding, and the tear was repaired with a minimal number of sutures. There were no known collisions with other instruments or accessories. The defect was visible. The surgery was completed and the event did not negatively impact the patient who was discharged without any changes in the care plan.

Manufacturer narrative:
The vessel sealer extend instrument involved with this reported event has been received. Testing of the device has not been completed at this time.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. No pins were found damaged or out of it normal position. The grips opened and closed properly. No failures were found in logs. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. An advanced review of the video associated with this event shows tissue catching in the wrist of the vessel sealer extend (vse) instrument four times. A serosal tissue tear occurs when an attempt is made to rake the bowel. The injury is unrelated to the allegation of a sharp pin. The vse is removed and the small tear is repaired. The allegation of a sharp pin cannot be confirmed.